Event description:
It was reported that surgeon was inserting the lag screw for an omega 3 and the plate would not slide over the modular one step insertion wrench. Surgeon thought the wrench must have been bent. Either during the surgery or before is unknown. Delayed the case for 10-15 min, took everything out and used the older key handle to insert the lag screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was inserting the lag screw for an omega 3 and the plate would not slide over the modular one step insertion wrench. Surgeon thought the wrench must have been bent. Either during the surgery or before is unknown. Delayed the case for 10-15 min, took everything out and used the older key handle to insert the lag screw.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed. Device conforming to specification.reported event could not be reproduced. Device history for reported lot did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation.